Event description:
Customer reports testing 120mg/dl on the device, but experiencing low blood glucose symptoms. He states that he ate and called the paramedics. The paramedics tested the customer on their device with a result of 28mg/dl. The customer was given a glucose IV and was taken to the hospital. The customer reports feeling better shortly after. The customer is on peritoneal dialysis with extraneal solution, a known interferant with accu-chek products as stated in the labeling. No quality controls were used. Requested return of suspect device and replacement was sent.